Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up, an invalid diagnostics error message was observed on the programmer. Reprogramming the device was performed. The device remains implanted.